Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was not confirmed via evaluation of the submitted event log file, containing approximately 1 day of information (06mar2023 to 07mar2023 per timestamp). It was however noted that the ebb use count did increase from 80 to 86 throughout the periodic data (24feb2023 to 07mar2023 per timestamp). These increases indicate that external power to the system controller was lost during these time frames. The circumstances of the power losses could not be determined, as the periodic log file only captures data at designated intervals rather than upon detection of an event. Throughout both the event and periodic data, the pump maintained a speed above the low speed limit, and no atypical alarms were observed. It was also noted that the rsoc and voltage values of the power cables fluctuated slightly while connected to the mobile power unit. The voltage reached values as low as ~11.0v; however, these fluctuations did not sustain long enough to activate atypical alarms. It is not known if the fluctuations in voltage are related to the reported event of no external power alarms. The mpu (serial number: (B)(6)) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including backup battery fault and no external power alarms, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the mobile power unit and the patient cable. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The mpu has a v-lock connector and was not noted to have unplugged at any of the connections.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there were 89 backup battery use count increase events and the patient only reported a couple. The patient was connected to the mobile power unit (mpu).